Manufacturer narrative:
Being investigated. Awaiting product return for eval. If further info should become available to us, we will submit a f/u report. (Complaint ID number is (B)(4)).

Event description:
It was reported that during a femoral-femoral bypass procedure, using an 8 mm exxcel soft thin wall vascular graft, the graft tore during anastomosis with a 6-0 prolene suture. During this procedure, the support coil moved, at which time, the device was cut into two pieces and the procedure was completed with one end of this device. There is no reported adverse effect to the pt. The particular upn or batch number of the device used during the alleged event has not been reported to us at this time.